Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 section of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician inserted a penumbra system ace 64 reperfusion catheter into the target vessel and attempted to insert the 3max into the ace 64. However, while inserting the 3max into the ace 64, the physician experienced resistance and the 3max became kinked after it was partly inserted. The physician then decided to remove the 3max; however, while retracting the 3max out of the ace 64, the 3max fractured at the kinked mid-shaft outside the ace 64. The procedure was completed using a new 3max and the same ace 64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 47.0 cm from the hub, kinked approximately 51.0 cm from the hub, and ovalized approximately 110.0 and 147.0 cm from the hub. Conclusions: evaluation of the returned 3max revealed it was kinked and fractured. If the 3max is forcefully manipulated during advancement against resistance through a parent catheter, the 3max may become kinked. If a kinked 3max is further forcefully manipulated, the kinked region of the 3max may become fractured. Further evaluation revealed the 3max was ovalized. This type of damage typically occurs due to forceful gripping or handling of the 3max during preparation or insertion into a parent catheter. The ovalizations observed on the 3max likely contributed to the resistance experienced by the physician during the procedure. The ace 64 mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.